Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and no delivery alarms. Customer's blood glucose level was 500mg/dl and she was going to treat with manual injection. Customer declined to troubleshoot for high blood glucose level. Advised to remain disconnect from insulin pump and remove the reservoir to perform rewind. Customer stated that no delivery alarm was resolved and insulin exited with manual prime. Advised to re-insert reservoir. Advised alarm was caused by reservoir occlusion. The reservoir will not be returned for analysis.